Event description:
During an unrelated procedure, right atrial (ra) lead dislodgement was observed via fluoroscopy. The event was resolved by capping and replacing the ra lead. The patient was in stable condition.